Event description:
It was reported that a pac1 cable for a cam02 was not functioning. The event occurred when the physician was attempting to zero the catheter for insertion. The procedure was delayed 15 mins as the staff troubleshot the failed cable and replaced with another cable. No injury occurred.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.